Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist during a follow-up call with the patient on (B)(6) 2013. The patient reported that either in (B)(6) 2012 he obtained an alleged inaccurate high reading in the "120 mg/dl" range with the subject meter. The patient informed the mss that he manages his diabetes with insulin. The patient reported that because the result was within a normal range for him, he did not take any insulin. However, approximately 20 minutes after testing, the patient claimed he began to feel shaky and sweaty. At the onset of symptoms he tested his blood glucose with a neighbor's meter and obtained a reading in the "30's mg/dl." The patient stated he treated himself with food in response to the symptoms and low reading and confirmed feeling better sometime afterwards. The patient felt that the subject meter had read inaccurately high, since he did not feel his blood glucose could drop that significantly within the short time frame. The patient stated had the subject meter read lower, he may have been able to have avoided the low. At the time of the call, the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia shortly after obtaining an alleged inaccurate high reading with the lfs device.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. Unrelated to the primary issue, there was an eeprom failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.